Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine 20 mg/ml at 8,2 mg/day via an implantable pump. The indication for use was not provided. It was reported that the personal therapy manager (ptm) displayed error code 8476 [indicating motor stall], and the critical alarm sounded. The pump was read, and logs showed that a motor stall occurred on (B)(6) 2018 at 12:17. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient did not undergo an MRI, and there was no obvious electromagnetic interference (emi). The pump was at 12 months until elective replacement indicator (eri). The pump was programmed to minimum rate, and the patient was provided with an oral substitute of morphine. The pump¿s state was ¿implanted - out of service¿. Pump replacement was planned/scheduled for ¿probably (B)(6) 2018¿. Surgical intervention had not yet occurred. The issue was not resolved. However, it was noted that the patient's status was alive - no injury. The patient¿s weight was unknown. The pump implant date was unknown. The patient¿s medical history was unavailable. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturing representative confirming the pump was explanted.